Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no samples were returned, we were unable to carry out a thorough product evaluation. It was reported that the patient noticed the ¿red¿ indicator alarm illuminating. If only the orange illuminators or showing (without the green) this can mean that there is an air leak, the batteries are low or the dressing is fully saturated. Further, if all orange indicators are illuminating, the pump has entered a non-recoverable error state. The IFU for this product includes a troubleshooting section that outlines the meaning of each indicator and how to rectify the respective issue. As stated in the IFU, the pump should be carried so that it is accessible and the patient / healthcare professional can check the status routinely in case there is a fault or in case of damage. As soon as a visual indicator is identified, the troubleshooting steps should be carried out as soon as possible to maintain the delivery of negative pressure wound therapy. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported by healthcare personnel that during treatment a patient who was started pico 7 on 10/1, stated that for the past two days, the patient notified them that the pump was flashing "red" and they wanted to know what this means. The healthcare provider stated she does not know which of the indicators was flashing "red." This nurse provided her info per cg: if it is the indicator with the exclamation point next to the ok button, she is referring to the air leak alarm indicator. Informed her that if the patient did not see the ok green-lit together with the orange-ambered color alarm, this means that there is a significant air leak in the system and npwt has not been delivered for the last 2 days. She replied the patient reported to the office that it was only the "red" indicator flashing. Informed her about the dressing change indicator, as well as the battery indicator. Informed her of air leak troubleshooting steps per cg. She questioned what type of batteries are used. Informed her regular alkaline batteries can be used for pico 7, not necessarily lithium, also I informed her that pico 7 is also only designed to last up to 7 days so even if the patient changes the batteries, it will stop working today (day 7). No additional information available".